Event description:
It was reported that twice during a code, the defibrillator dumped energy internally, instead of delivering the energy to the electrodes. The customer was able to shock the pt, but the pt did not survive.

Manufacturer narrative:
Physio-control continues to investigate the reported incident.